Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Unable to confirm complaint as reason for revision is unknown. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: subsequent orif/revision procedure. Revision of product due to unknown reasons. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1822565. This report will be reported under MFR 0001822565-2024-02124.

Event description:
No further information the time of this report.

Manufacturer narrative:
(B)(4), multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 02507, 0001825034 - 2023 - 02509, 0001825034 - 2023 - 02510. G2: foreign: canada the customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hip procedure. Subsequently, the patient underwent a third revision approximately 14 years later for unknown reasons. Attempts have been made and no further information has been provided.